Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values of 497 mg/dl. The customer¿s other blood glucose values was 465 mg/dl, 505 mg/dl, 337 mg/dl, 600 mg/dl. The customer treated high blood glucose with insulin pump and manual injections. Troubleshooting was performed for insulin pump and the insulin was working as designed. The product will not return for analysis.